Manufacturer narrative:
Model number/catalog number: sc-2352-70, serial number: (B)(4), batch/lot number: 20373815/20373816, model/catalog description: linear 3-4 lead 70 cm.

Event description:
A report was received that the patient was not getting coverage where needed. The patient underwent an scs replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn (B)(4): device evaluation indicated that the ipg passed all tests performed. Sc-2352-70 sn (B)(4): device evaluation indicated that the leads passed all tests performed.

Event description:
A report was received that the patient was not getting coverage where needed. The patient underwent an scs replacement procedure. The patient was doing well postoperatively.